Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware.

Event description:
It was reported that part of patients lead is still implanted. No further information has been obtained despite good faith efforts.